Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that a potential infection was suspected and there was an appointment for the patient to see the health care provider on (B)(6) 2018. The patient¿s incisions were evaluated at that appointment, and a surgical explantation of the device was scheduled. The entire system was explanted on (B)(6) 2018, and a fluid specimen of the implantable neurostimulator pocket site was sent to the lab for cultures to confirm an infection. The patient was referred to another health care facility for a patient consult following explant surgery. At this appointment, the patient was admitted to a facility on (B)(6) 2018. There were no further complications reported or anticipated.